Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported "burn" "with essentially intact blisters that are not particularly problematic" and "mild capsular contracture", baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "mild capsular contracture", baker grade unknown.